Manufacturer narrative:
The orca bathlift has had an electrical failure which caused the base of the seat to melt. There are electrical burn marks on the outside of the tub as well. The orca bath lift is the same /similar to the rio bath lift which is manufactured and/or marketed by invacare in the u.s. The orca bath lift is manufactured by aquatec and is sold through an external distributor in the us, invacare has never sold this product anywhere in the us. The alleged incident occurred in the (B)(6).

Event description:
The orca bathlift has had an electrical failure which caused the base of the seat to melt. There are electrical burn marks on the outside of the tub as well. The orca bath lift is the same /similar to the rio bath lift which is manufactured and/or marketed by invacare in the u.s. The orca bath lift is manufactured by aquatec and is sold through an external distributor in the us, invacare has never sold this product anywhere in the us. The alleged incident occurred in the (B)(6).